Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that the back haptic curled over, therefore, it couldn't be used. The event occurred during priming the device. There was no patient contact with the device. The originally scheduled procedure was completed on the same day.